Event description:
A peritoneal dialysis (pd) pt reported experiencing drain issues during treatment on (B)(6) 2014. The pt remained asymptomatic: last fill volume: 2000ml dwell. Drain zero: 4123ml. The reported drain volume of 4123ml was 206% over the expected drain volume which resulted in a reportable device malfunction. The pt did not require any medical intervention as a result of the over-fill.

Manufacturer narrative:
Based on the info provided, it is unk how the device may have caused or contributed to the event. On (B)(4) 2014, the pt experienced an episode of increased intraperitoneal volume (iipv) where in drain zero, the pt expressed 4123ml of effluent from her peritoneal dialysis catheter. The last fill volume of her previous treatment was a 2000ml dwell. The ot was asymptomatic and did not require any medical intervention. As of (B)(6) 2014. The pt continues to use continuous cycler-assisted peritoneal dialysis (ccpd) therapy without any further issues. The device was not returned to the MFR for analysis. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.